Event description:
It was reported that the procedure was treating a moderately tortuous, heavily calcified, 90% stenosed, de novo lesion in the proximal left anterior descending coronary artery. The 3.0x23mm xience xpedition stent delivery system (sds) did not cross the lesion due to the patient anatomy and the stent became flared on the proximal edge due to contact with the tip of the guiding catheter during retraction. The sds was removed from the anatomy and the procedure was completed with another xience xpedition. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and the difficulty removing the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported material deformation/ flared stent was confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.